Manufacturer narrative:
(B)(4). The service engineer evaluated the device and identified that the analog interface (ai) printed circuit board (pcb), safety valve assembly and oxygen sensor need to be replaced. Covidien/medtronic was not authorized to repair the device.

Event description:
It was reported that the ventilator stopped cycling during patient use. The patient was transferred to another ventilator with no harm.